Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact without any observation of physical damage such as lifting or peeling. The issue with the keypad button malfunction was confirmed through product analysis. The "up/down/ok/contrast" keypad buttons require excessive force to activate during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact without any observation of physical damage such as lifting or peeling. The issue with the keypad button malfunction was confirmed through product analysis. The "up/down/ok/contrast" keypad buttons require excessive force to activate during testing. There was evidence of keypad adhesive found under all key contacts.